Event description:
The patient had the trial about a month ago, ¿I got relief but I had other issues. When I cough or sneeze it really spiked, when I would lay down to go to bed it spiked, when I would sit in the recliner and push back it would spike on me. It would scare my wife cuz I would jump¿. It was noted that he had 5 surgeries in the past 2 years. His shoulder was operated on twice and he still wears a sling. He does aqua therapy for back pain and he does get relief from it. He was scheduled for permanent implant on tuesday. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).